Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon tear occurred. The stenosed target lesion was located in upper arm. A 5.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the procedure, the balloon material was torn. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that balloon tear occurred. The stenosed target lesion was located in upper arm. A 5.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the procedure, the balloon material was torn. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: gladiator elite 5.0 x40, 75cm, was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 5mm distal of the proximal markerband and extending approximately 35mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 24 atmospheres as per gladiator specification. A visual examination found the proximal markerband to have severe crush damage. This type of damage is consistent with excessive force being applied to the device. The distal markerband was undamaged. A visual and tactile examination found the shaft of the device to be severely kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. A visual and tactile examination identified no issues or damage to the tip of the device.